Manufacturer narrative:
The complainant indicated that the device will not be returned for eval. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
On 11/17/06, it was reported to bsc that during a therapeutic endoscopic retrograde cholangiopancreatography (pt gender & age unk) the cutting wire of the sphincterotome rx "snapped". The procedure was completed with another sphincterotome rx. There was no reported complication or ill effect sustained by the pt.